Event description:
The surgeon reported via the sales rep. That the locking screw did not engage with the plate. The surgeon reported that the screw continued to advance through the plate and ended up underneath.. The surgeon reported that he was able to remove the screw and that a replacement screw locked successfully.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported failure could not be confirmed since the returned device is fully functional. It could be assumed that the device was inserted in a wrong angle making the locking effect impossible. This case will be classified as user related. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation.

Event description:
The surgeon reported via the sales rep. That the locking screw did not engage with the plate. The surgeon reported that the screw continued to advance through the plate and ended up underneath.. The surgeon reported that he was able to remove the screw and that a replacement screw locked successfully.